Manufacturer narrative:
(B)(4). Attempts were made with no customer response to get pt involvement info. If the customer reports further info, a f/u medwatch will be submitted.

Event description:
The customer reported that an 840 ventilator stopped cycling. Pt involvement is unk. Covidien was not authorized to repair the unit. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.